Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-apr-2022 to 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open at operation room 7 reported malfunction could not be reproduced. The field service engineer could be able to recover and reload the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was failed to open. The customer stated that they required an injection, but drawer was failed to open. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. The customer was able to recover and reload the drawer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was failed to open.the customer stated that they required an injection, but drawer was failed to open.there were no adverse events or injuries reported based on this event.